Event description:
It was reported that when using the bd pyxis¿ medbank tower, the user was able to open the drawer, but cubie was not popping up. The customer reported there was a delay in dispensing medications methylprednisolone to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie was not popping. A technical support specialist (tss) found that the user reported no sound from the cubie on retry. Tss determined it was likely defective and advised contacting pharmacy for replacement. The system functioned as intended after the technical support specialist identified the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the user was able to open the drawer, but cubie was not popping up. The customer reported there was a delay in dispensing medications methylprednisolone to the patient. There were no adverse events or injuries reported based on this event.